Event description:
It was reported that multiple intermittent malfunction alarms occurred. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Reportedly, the customer will continue to use the pump for insulin therapy.